Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made.